Manufacturer narrative:
Additional device product code: kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a patient was implanted with an locking compression plate (lcp) on an unknown date. The hardware was removed on (B)(6) 2018 due to a foreign body. During the procedure, the tip of the stardrive screwdriver shaft was stripped, causing difficulty in removing a screw from the plate. The surgery was delayed by forty (40) minutes. There was no adverse consequence to the patient. This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4) and captures the stripped screwdriver shaft. The removal of the lcp plate is captured in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on november 22, 2018, during an explant surgery of an unknown locking compression plate (lcp), the tip of the stardrive screwdriver shaft was stripped, causing difficulty in removing an unknown screw from the plate. The surgery was delayed by fourty (40) minutes. There was no adverse consequence to the patient. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1), unknown screw (part# unknown, lot# unknown, quantity 1),